Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not coming out of multiple infusion set tubing during the loading process. There was no reported impact to the customer's blood glucose level. Reportedly, the customer changed pump supplies to resolve issue.